Event description:
It was reported that the patient was unable to use the magnet to turn the implantable neurostimulator (ins) on. The magnet switch appeared to be intermittent. The switch was reported to not have worked correctly for 4-5 years. Stimulation was noted to cover the patient¿s pain area when it was working. No shocking sensation was noted and no MRI had been performed. Impedances were okay but some of the values were a little higher, around 3000 ohms. The settings at the time of this call were 1.4 volts, 210 pulse width, and 65 hertz. Follow-up determined that the patient was in the process of being referred to a new healthcare provider (hcp). The impedance measurements were unknown but they were not recalled tobe greater than 3000 ohms. The cause of the impedance issue and the intermittent magnet switch was undetermined. No lead fractures were noted. The date troubleshooting occurred was noted to be (B)(6) 2014. Stimulation was turned off as the patient wanted stimulation off at night and wanted a replacement. A referral was being worked on. This event will be updated if the patient sees a new hcp. Additional information received from a representative on (B)(6) 2014 reported that the patient¿s doctor was out of network and therefore could not take the patient. A doctor willing to do the replacement was s till being looked for. No other information was known. Additional information received from a representative and from the hcp on (B)(6) 2015 reporting that the patient was scheduled to see a doctor for a surgery consult. The date of the appointment was (B)(6) 2015 and it was noted the patient would be a new patient. Noinformation was known pertaining to this event. Further follow-up was performed to obtain further information pertaining to this event. This event will be updated if additional information is received. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.